Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Attempts to reprogram the left ventricular (lv) lead to remove the diaphragmatic stimulation were unsuccessful. The lv lead was inactivated. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.